Event description:
It was reported that the patient inflatable penile prosthesis (ipp) pump bulb would stay flat due to a noticeable hole in the tubing from reservoir to the pump. The entire ipp system was removed and replaced with a new one. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.